Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. The customer informed the remote service engineer (rse) that the alarm only lasted for about 8 seconds and stopped. The rse performed a troubleshoot with the customer and the error was confirmed that the event log. The customer stated they would attempt to replace the motor controller (mc) printed circuit board assembly (pcba). At a later time, the customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) and requested software option codes to be installed. The customer replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.